Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that "the size of the suction port is not the same as the other two samples (the same product code). The suction tube that fits the other two does not fit this tube. No pt injury or treatment was associated with this event.